Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found air/water cylinder had no color, suction cylinder had no color, flexibility adjustment ring had a scratch, grip had a scratch, forceps channel port had a dent, switch box had discoloration, switch #2 had a scratch, switch #1 had wear, expected insulation capacity couldn't be obtained due to a cut on heat shrinking tube of forceps elevator lever, illumination was uneven and poor due to breakage of light guide bundle, light guide lens had a crack, connecting tube was snaking, water couldn't be supplied due to clogging of jet tube in control unit, water cannot be supplied, and the universal cord had a wrinkle, was deformed, had a scratch, and its coating was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a blurry image. The issue was found during a diagnostic colonoscopy procedure. The intended procedure was completed using the same set of equipment. There were no reports of delays. The device was returned for evaluation. During the device evaluation, it was found that the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.